Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that the patient encountered infusion set cannula was kinked within 3 or more hours of insertion. The infusion set was in use for few hours. There were three events which occured on (B)(6) 2024 and another one on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.